Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 235 mg/dl (system 1) and 105 mg/dl (system 2). No adverse event reported. The same test strip vial was used for both meters and results. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.